Event description:
It was reported that a user in pump therapy experienced a failure to pair a new dexcom g7 sensor with the ilet, with the pump displaying only ¿sensor reconnecting¿ and no glucose readings despite multiple reconnection attempts and reentry of the sensor code. Symptoms included no reported adverse clinical effects. Outcomes included user education to attempt reconnection and instruction to replace the sensor and contact the cgm manufacturer if the pump did not connect within thirty minutes. Investigation included review of alarm and connection history and guided troubleshooting steps with the user. Investigation of this case revealed a sensor-to-pump communication failure consistent with a cgm pairing or connectivity issue, without evidence of an ilet hardware alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a cgm connectivity issue external to the pump.